Event description:
It was reported that during right ica (internal carotid artery) c5 aneurysm embolization procedure the operator flushed and delivered the coil (subject device), but the coil (subject device) could not be advanced to the distal of the microcatheter. During the withdrawal, the coil (subject device) got stuck and could not be retracted out of the microcatheter. When the operator added some force to pull the coil (subject device) out, the middle of the coil (subject device) delivery wire was fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned.

Event description:
It was reported that during right ica (internal carotid artery) c5 aneurysm embolization procedure the operator flushed and delivered the coil (subject device), but the coil (subject device) could not be advanced to the distal of the microcatheter. During the withdrawal, the coil (subject device) got stuck and could not be retracted out of the microcatheter. When the operator added some force to pull the coil (subject device) out, the middle of the coil (subject device) delivery wire was fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.